Manufacturer narrative:
A ge rep evaluated the system and reloaded software and calibration files. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that fluoro continues after being shut off. No pt injury was reported.